Manufacturer narrative:
A root cause analysis of the incident is ongoing. Additional information will be provided upon conclusions of the investigation.

Manufacturer narrative:
On 1 sep 2017, arjohuntleigh received information about incident related to the liberte ceiling lift. Based on the information reported by customer, the ceiling lift moved laterally on the ceiling lift rail installation although no hand control button activated this feature. Subsequently, the ceiling lift stopped near the resident's bed located in the same room. The spreader bar attached to the ceiling lift lowered and next raised, also although no hand control button activated these features. This unfortunate sequence of events caused, that the bed was hooked by the ceiling lift's spreader bar and next was raised from the floor to the ceiling. As a result, the bed tilted and the resident fell out. No injury occurred. No medical intervention nor hospitalization was required. The customer facility ((B)(6), located in (B)(6)) was visited by arjohuntleigh representative on 14 sep 2017. The involved device was identified as liberte with serial number: (B)(4). This ceiling lift was manufactured on 24 may 2003, it means that this unit was in use for over 14 years. During the device inspection, an uncomanded movement of the device could not be replicated. The technician found only faulty sensor (weight detector) responsible for load detection. Although the weigh detector feature was not working correctly, this component is not responsible for hi-low or lateral movement activation and is not considered as a contributing factor to the reported issue. During investigation, we were not able to confirm if the preventive maintenance inspections were performed correctly and within the recommended intervals by the device's owner because the device was not serviced by arjohuntleigh. Based on the information collected, we were not able to establish the exact cause why the arjohuntleigh liberte ceiling device moved although no hand control button activated these features. When reviewing the reportable events for liberte ceiling lifts registered during last 5 years (sep 2012 up to nov 2017), we have not found any similar complaint related to the investigated issue. According to that, this particular complaint appears to be an isolated occurrence. The device movement was reported to occur although no hand control button activated these features. From that perspective, the device was not working according to the manufacturer's specification. Following the complaint's description during the uncommanded movement, the ceiling lift spreader bar caught and lifted the bed frame. As a consequence, the bed surface tilted and the resident slipped of the bed. The analyzed complaint decided to be reportable due to potential of the serious injury.

Event description:
On (B)(6) 2017, arjohuntleigh received information about incident related to the liberte ceiling lift. Based on the information reported by customer, the ceiling lift moved laterally on the ceiling lift rail installation although no hand control button activated this feature. Subsequently, the ceiling lift stopped near the resident's bed located in the same room. The spreader bar attached to the ceiling lift lowered and next raised, also although no hand control button activated these features. This unfortunate sequence of events caused, that the bed was hooked by the ceiling lift's spreader bar and next was raised from the floor to the ceiling. As a result, the bed tilted and the resident fell out. No injury occurred. No medical intervention nor hospitalization was required.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
As reported to arjohuntleigh, the equipment was at its charging station when the last person in the room came out. Subsequently, the rail lift would have operated by itself and would have moved down a few feet to the top of the patient's bed in the room. The mobile cradle would then have descended to the floor, without human intervention, hanging the frame of the bed. Then the lift would have started move again by itself, and the weight safety device would not have locked in as it should. As a result, the camera went up from the bed to the ceiling, and the patient fell to the floor. No injury occurred.